Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that since replacing the hdd, the ix application has been restarting. Per the case notes, this was determined to be related to the 2018 adt reboot issue. There was no patient incident.